Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery and displacement tests. However, the insulin pump alarmed motor error during the basic occlusion test due to a loose / protruded drive support disk. The motor was tested outside the device and passed. Unable to verify other alarms due to the motor error alarm. The insulin pump had a scratched lcd window.

Event description:
It was reported that the insulin pump gave an alarm three times. Nothing further was reported.